Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 460 mg/dl. Customer was treated with bolus of 18 units through injection. Customers stated that infusion set had air bubble in tubing and air bubbles were not successfully removed. Insulin pump will not be returned for analysis.